Event description:
It was reported by the rep that (1) hp052 was used with (2) hc145 for a CABG procedure. It was reported that the (2) hc145 toned out. The case continued with another dh105 and an older model handpiece. There was no pt consequence.